Event description:
It was reported that during an implant procedure this sheath was attempted to be used however the screw part that joins and connects the dilator was said to be defective/broken. No additional information is available about this event. This procedure performed by dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).